Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the right ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was fine prior, during, and post operation.